Event description:
It was reported that using a femoral artery cross-over access approach during the procedure of the mildly tortuous, mildly calcified, distal left superficial femoral artery (sfa) a long non-abbott sheath was placed and the 5.0 x 80 mm absolute pro self expanding stent system (sess) was advanced without resistance and implanted at the target lesion with a good result. The sess was retracted and while being removed through the sheath resistance was met for a length of 10 cm; force was needed to remove the device through the area but after the 10 cm no resistance was noted. There was no reported adverse patient affect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the difficulty removing the sess from the introducer sheath was not able to be confirmed due to the condition of the returned device. Based on visual inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.